Event description:
I received filshie clips (B)(6) 2005. The dr performing my surgery did not explain to me he was using filshie clips. If I would have known the clips were titanium, I would not have been agreed to go through with the clips. I have abdominal pain, hormone issues, terrible menstruals. I miss a lot of work because of my menstrual being so heavy. "Ph balance out of wack."